Event description:
The customer reported that the patient was in v-fib, the doctor turned the dial to 200j and tried to charge the defib using the charge button on the paddles, then tried to discharge on the patient. The doctor was not satisfied that the defib had discharged, so he tried again. The doctor again wasn't satisfied that it had discharged and tried it on 360j. Again no discharge.